Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer found a split vacuum line. The issue was resolved by the engineer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c (501) module. The customer stated they have been having ongoing issues with qc recovery, calibration alarms, and ise alarms since (B)(6) 2024. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 160 mmol/l. Due to the high result, the sample was repeated. The sample was repeated on a second analyzer, resulting in a na value of 142 mmol/l. The repeat value was deemed correct.